Event description:
It was reported that the fiber laser broke in the lower pole of the kidney during the procedure. The broken piece was removed using a small pliers and the procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that the fiber laser broke in the lower pole of the kidney during the procedure. The broken piece was removed using a small pliers and the procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The device was received in one piece. However, the image provided by the customer showed that the area of the fiber was broken off. Visual analysis of the returned fiber identified that the fiber tip was broken off. The light exiting the connector face was bright and round. The complaint was confirmed. A fiber break can occur during procedural handling of the fiber such as physician technique, size and composition of the material being ablated. The IFU states immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that the fiber laser broke in the lower pole of the kidney during the procedure. The broken piece was removed using a small pliers and the procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The following fields have been corrected. Adverse event/product problem and outcomes attributed to the adverse event(b1). Type of reportable event (h1). Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The device was received in one piece. However, the image provided by the customer showed that the area of the fiber was broken off. Visual analysis of the returned fiber identified that the fiber tip was broken off. The light exiting the connector face was bright and round. The complaint was confirmed. A fiber break can occur during procedural handling of the fiber such as physician technique, size and composition of the material being ablated. The IFU states immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.